Event description:
A (B)(6) male patient called into zoll lifecor customer support to report that the top of his monitor had come off. The patient reported that he tried to fix the monitor and it treated him. The patient subsequently admitted himself to the hospital. The patient was provided with a replacement monitor and electrode belt.

Manufacturer narrative:
Monitor (B)(4): 10/2006. Electrode belt (B)(4): 01/2009. Device evaluation summary: device evaluation of monitor (B)(4) and electrode belt (B)(4) have been completed. The reported problem (patient treated) could not be confirmed. As received, the monitor's case was separated along the seams and from the end cap. The white cable from j2008 on the auxiliary board pca was disconnected. The lcd was disconnected from the computer/analog board pca. Upon inspection, dents were found on the end cap indicating that the patient may have hit or dropped the monitor. The root cause of the end cap separation cannot be positively identified. The patient's electrode belt was fully functional upon receipt and performed a baseline and patient treatment sequence. No gel released flags can be found in the patient's download, however it was confirmed that the belt did in fact delivered gel. The root cause of the gelled belt cannot be positively identified but may have been a result of the patient trying to reattach the disconnect cables. Once the cables were properly seated, the unit was fully functional. The patient's download was reviewed. No treatment events or converter charging flags appear in the download. There is no evidence to support the patient's claim that he was treated. The treatment sensation may have been the tactile alarm (pager motor) activating unexpectedly while the patient was attempting to reattach the disconnected cables. No adverse event resulted from the disconnected cables. The patient received a replacement monitor and electrode belt.